Event description:
The customer reports that device a/c power module was not holding charge. The device was not in clinical use at the time issue was discovered and there was no patient harm reported.

Manufacturer narrative:
(B)(4).